Event description:
It was reported that the patient presented with a low heart rate and their right ventricular (rv) lead exhibited intermittent pacing and high thresholds. A microdislodgement is suspected. The lead was removed and a new active fixation lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.